Manufacturer narrative:
Initial reporter telephone number: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced sterile peritonitis which was manifested by cloudy effluent. The cause of the peritonitis was unknown. Five days after event onset, the patient was hospitalized for other indications and to relieve the family of homecare for intraperitoneal (ip) antibiotic delivery. The same day as event onset, the patient was treated with oral clindamycin (300mg, two tabs three times a day) and oral ciprofloxacin (500mg, once a day) for sterile peritonitis. Five days later, treatment with clindamycin and ciprofloxacin was stopped. On the same day, the patient began treatment with ip gentamicin (66mg, once a day) and ip vancomycin (50mg, four times a day). Ten days later, the treatment with gentamicin was decreased to (55 mg, once a day, route of administration not reported). The following day, the treatment with vancomycin was increased to (65 mg, four times a day, route of administration not reported). Nine days later, the treatment with vancomycin and gentamicin was stopped. The patient was discharged from the hospital six days after admission. Pd therapy was ongoing. The patient was recovered from the peritonitis event (24 days after event onset). No additional information is available.